Manufacturer narrative:
(B)(4).

Event description:
It was reported that an 840 ventilator has a faulty display. Although requested, patient involvement information was not provided by the customer.

Manufacturer narrative:
(B)(4). Additional information was received on january 5, 2017 and was added to b5. There was no patient involvement at the time of the reported issue. The ventilator was retired from use by the customer. The ventilator was replaced with a new ventilator.

Event description:
There was no patient involvement at the time of the reported issue.